Manufacturer narrative:
Initial.

Event description:
It was reported that the insulin pump cartridge was leaking, leading to elevated blood glucose with a reported value of 401 mg/dl; the user disconnected from the pump and administered a subcutaneous fast-acting insulin injection via pen while using the ilet as a reader, and replacement cartridge, adaptor, and insets were arranged. Symptoms included gastrointestinal discomfort with nausea and vomiting associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage related to a seal issue associated with the reservoir component, consistent with a device leak/splash problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.